Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl and a 3.1 mmol/l ketone level; cause was not known. The ketone level was considered dangerous by healthcare provider resulting in a hospitalization. A correction bolus was delivered to address bg prior to hospitalization. Customer received insulin as treatment while in the hospital. Customer was released one day later with the issue resolved and no permanent damage.